Event description:
Correction: the device details have been updated. Additional information: per the clinic, the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.

Manufacturer narrative:
This report is submitted on 28 february 2020.

Event description:
Per the clinic, the patient experienced pain and headaches with device use and subsequently was treated with steroid injections. Clinical management is ongoing.